Event description:
Pt on tpa protocol. Receiving heparin infusion through baxter 6201 infusion pump. Order was to administer 20 cc's/hr. Pump stated it was infusing at 20 cc's/hr. Pt. Received over infusion of anticoagulant. Pt. Monitored- no adverse outcome. Concern that this is 4th incident in 5 months.